Event description:
They facility pharmacy technician reported a flo-gard infusion pump that cut the tubing during a pt infusion of prolastin. The nurse turned the device off and switched the tubing for new tubing. When she turned the pump back on there was a failure code f27 that would not clear. The infusion was scheduled to last for 30 mins, however this event occurred prior to the infusion being completed so the nurse completed the infusion via gravity flow without incident. When the device was returned to the pharmacy, the pharmacy technician turned the device on and observed failure code f38 which she assumed was an occlusion alarm. There was no medical intervention or pt incident reported with this event. The device was returned to baxter for evaluation. No additional info was available at this time.

Manufacturer narrative:
The device has been received for evaluation, however, evaluation is not complete. A follow-up report will be filed upon completion of the evaluation, or, if additional info becomes available.